Event description:
It was reported that during a da vinci sacrocolpopexy procedure, the jaws of the large needle driver instrument would not hold the needle. Nothing reportedly fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The large needle driver instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument passed the intuitive motion test and the instrument was able to grip the needle, therefore, the complaint could not be verified. No other damage was found.